Event description:
The customer reported their AED powers off with their expired battery pack this event was not reported as occurring during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.